Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the returned system controller. Visual inspection of the 11v backup battery (serial number: (B)(6) that returned with the system controller (serial number: (B)(6)) revealed that one of the pins was bent. This prevented the backup battery from being able to properly connect to the backup battery ribbon cable and resulting in the system controller being unable to detect the presence of the backup battery, which would then result in the backup battery fault alarms activating. The backup battery was straightened for testing and after straightening the bent pin, no issues were observed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Log files were submitted and downloaded for review, and data associated with the reported event was observed from 30nov2025 ¿ 02dec2025. The log file also captured intermittent backup battery fault alarms from (B)(6) 2025 at 01:23:51 to (B)(6) 2025 at 14:04:32 that were associated with a backup battery circuit faults. The backup battery circuit faults activated each time that the system controller¿s white power lead was disconnected from power; this is consistent with the system controller not being able to properly detect the presence of the backup battery. The alarms resolved each time that the white power cable was reconnected to an external power source. The reported backup battery fault alarms was determined to be due to a bent backup battery pin; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent replace backup battery alerts on device interrogation within the heartmate touch, but they do not appear on the system controller. The event log file confirmed intermittent backup battery fault alarms on (B)(6) 2025 and (B)(6) 2025. The emergency backup battery (ebb) fault was due to the ebb failing the load test. This can occur with poor connection between the ebb and ebb cable. This was only an advisory alarm and there was no pump interruption during the event. A replacement controller and ebb was to be sent. A replacement controller and ebb was to sent to the customer.